Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to procedural conditions due to shadows and artefacts. A cause for the reported difficulty or delayed positioning and entrapment of device (clip caught on chordae) cannot not be determined. The reported partial clip movement (clip tilted) appears to be due to the clip being deployed with the chordae. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the chordae. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was challenging during the procedure. An xtw clip was inserted and advanced into the right atrium (ra). However, the physician felt resistance while positioning the clip over the valve. It was then observed under echocardiography that the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed from the chordae. Although still attached to chordae, the clip was able to be deployed on both leaflets. However, after deployment, the clip tilted. The clip remained stable and one additional clip was implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.